Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the device stopped working occurred. On (B)(6) 2025, the patient¿s mother noticed that there were no readings on her follow app. She attempted to call the patient, but he did not answer. The patient¿s sibling went to check on him and found him unresponsive. The patient¿s sibling called the emergency line 911. Once emergency medical service (ems) arrived, the patient¿s blood glucose (bg) meter reading was 20 mg/dl, and it was reported the patient¿s continuous glucose monitoring (cgm) device ¿stopped working¿ but the specific error message could not be recalled. Ems treated the patient with IV glucose and the patient regained consciousness after approximately 10 minutes. The patient was then given food to eat as further treatment. The patient recovered at home and was not taken to the emergency room. The patient was ¿okay¿ at the time of the report. Data was provided for investigation. At 01:00 am on (B)(6) 2025, the patient's estimated glucose (68 mg/dl) value dropped below the low alert threshold (70 mg/dl), and the app delivered a low alert with 0% volume as the silence all quiet mode was enabled until 03:53 am. The app continued to deliver low alert with 0% volume until estimated glucose value (egvs) returned within target range at 02:43 am. At 04:00 am, after the quiet mode expired, the patient's egv (63 mg/dl) value dropped below the low alert threshold (70 mg/dl), and the app delivered a low alert with 65% volume. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. No additional patient or event information is available.